Event description:
Customer reported a communication issue between the dpm central station and ambulatory transmitters, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included reprogramming all devices.